Manufacturer narrative:
The device history records for the sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 15th april 2010. A visual inspection of the device revealed no apparent defects. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that a pad-pak was first installed by the user on the (B)(6) 2014 and that it had performed to specification up to and including the last auto self-test on the(B)(6) 2018. A test pad-pak was inserted into the device and successfully passed an auto self-test then passed a self-test during a manual power cycle. No warnings were given at shutdown and the status led continued to flash green. Further investigation found no reported fault with the returned device. The device was returned to heartsine without a reported fault as part of an agreed goodwill commercial exchange. Furthermore, the device performed to specification throughout testing at heartsine. The returned sam 300p is now outside of its warranty period and will be scrapped.

Event description:
Commercial return. No reported fault. Fsca devices. No patient involved.